Event description:
The customer alleged they received a questionable ferritin gen2 result for one patient on their e601 analyzer. The customer stated there was no hemolysis, icterus, or lipemia noted in the sample and it had a light yellow color. The patient's initial ferritin result was <0.836 ng/ml and it was reported outside the laboratory. On (B)(6) 2014, the sample was repeated and the result was 63 ng/ml. The repeat result was considered correct. There were no adverse events. The ferritin reagent lot number was 17646404 and the expiration date was 06/30/2015. The field service representative could not find the cause and was unable to duplicate the error. He checked the overall instrument function and adjusted the sample probe. He performed a precision check. The customer ran the test and quality control within acceptable limits.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. The calibration and quality control were within range. A general reagent issue could be excluded. The performance testing data did not show any issues with the performance of the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.